Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient had a pocket revision due to the tissue around the battery being inflamed and the patient's pocket being sore. The physician moved the patient's implant and the patient is reportedly doing well following the procedure.